Event description:
The device was used during an unk procedure. It was reported by the affiliate that the surgeon was in a surgery of the right colon. The device cut but did not staple. There was no consequence to the pt.

Manufacturer narrative:
Device returned with no lot identification.